Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead had increased pacing impedances. The pacing impedance had measured at about 300 ohms and then later measured at about 850 ohms. The rv threshold had also increased and was at greater than 3 volts. This rv lead was subsequently abandoned surgically and was replaced. No additional adverse patient effects were reported.

Event description:
Additional information indicated that this rv lead was tested via a pacing system analyzer (psa) and the high impedance was still present, indicating the lead integrity was compromised.